Manufacturer narrative:
The generator was attached to a dummy terminal and error code 195 (monopolar1 coag stuck) was stored in memory. Initial testing with the monopolar footswitch (lot# 92012742) provided by the customer could not duplicate the report of self-activation or the error code 195. During testing a rattling sound was heard coming from inside the generator. An inspection of the interior of the generator found a piece of the monopolar1 footswitch contact (bovie clip) broken. The broken piece was placed on the active electrode and the coag electrode of the psrf. The generator would intermittently self-activate and an error code 195 was duplicated with the generator in this condition, confirming the customer's report. It is possible the broken piece was intermittently shorting the activation circuit. After replacing these failed components, the generator was fully tested, cycled and was found to function normally and within specifications. See attached data sheet. There is no service histories recorded for this generator.

Event description:
The user facility reported the unit would self activate. Testing confirmed the self activation report.